Manufacturer narrative:
Pictures rec'd from this communication show damage to the hook that is consistent with previous investigations that indicate misuse of the hook as the root cause. The damage can be caused from not fully inserting the quick release hook into the q-link (interface to the lift).

Event description:
(B)(4).